Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "unexplained abdominal pain" and "severe headaches"; these events are not device related. Patient also reported "feeling a fold even more under breast." Physician confirmed capsular contracture, baker grade iii and reported "the capsule contains foci of chronic inflammation." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "unexplained abdominal pain and severe headaches", "recent mammogram does show evidence of a leak¿ and ¿.. Feeling a fold even more under breast." Device remains implanted.

Event description:
Patient reported "unexplained abdominal pain" and "severe headaches"; these events are not device related. Patient also reported "feeling a fold even more under breast." Physician confirmed capsular contracture, baker grade iii and reported "the capsule contains foci of chronic inflammation." Mammography and histopathology tests performed. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: visual analysis of the returned device identified, the weight the device within specification, fold creases, and wear abrasion. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: creases are observed but have no relationship with manufacturing.